Event description:
The complainant reported that during preparation for impella cp implant, no fluid was noted exiting the pump after priming. A second pump was setup and primed without issue for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of priming issue has been completed. No product was returned for evaluation. Data logs were reviewed and real time log of pump priming showed a sudden drop in purge pressure with an increase in purge flow. A ¿purge system open¿ alarm was noted. Motor current, motor speed, and placement signal all with values of 0 indicating pump was never inserted into the body or turned on. The logs from the case start showed priming was completed. Purge system open alarm was triggered after priming step of case start was completed. Clinical details noted that no purge fluid was exiting the impella after priming. The purge cassette was not changed and no leaking was observed from the pump. The root cause of the priming issues could not be definitively determined as no product was returned for evaluation. B.7 added some information that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12650. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12650 as it is unknown if the initial reporter also sent the report to the food and drug administration.